Event description:
A (B)(6) male with post prostatectomy was implanted with an ams sphincter 800 urinary prosthesis device on (B)(6) 2008. On (B)(6) 2009, the pt was experiencing leakage, doctor checked the fluid in the system and there was 21mls of fluid in the device, no device leakage was noted. Doctor added more fluid to the device, no components removed or replaced. No further info was provided or expected.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No components were removed or replaced. Info does not allege any malfunction of the device. No conclusion can be drawn at this time.